Manufacturer narrative:
Patient weight not provided by reporter. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon had difficulty removing a broken, implanted screw, while performing an open reduction internal fixation (orif) procedure to remove the broken screw on (B)(6) 2015. The screw had been identified as broken via x-ray. When the surgeon attempted to remove the screw, the conical extractor snapped and broke. There were no fragments identified. No alternate device was utilized. There was approximately 60 minutes surgical delay, which caused the surgeon to leave the broken screw implanted until the next day. The patient was successfully revised with a new screw on (B)(6) 2015 and no additional complications were reported. This complaint addresses the breakage of the conical extractor. The broken screw and revision surgery are reported under (B)(4). This is report 1 of 1 for (B)(4).